Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user had issues with rabies vaccine orders. It was not scanned and user tried to fix but failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) followed up with the customer to receive medication identification (ID) to investigate further but didn't get response after multiple attempts. So tss mentioned new case would be opened if received any further updates from customer and proceeded with case closure.